Manufacturer narrative:
The linox smart sd 65/15 was returned and was only available in fragments. Only the proximal part of the lead was returned for analysis. The distal lead fragment including the shock coils and the tip electrode was missing for analysis, the available lead fragment did not show any anomalies. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the patient received 2 electrical shocks during house renovation work. The patient thought that he had no direct contact to power lines. The ICD could no longer be interrogated after these events. At explantation, the device showed no macroscopic anomalies that could indicate a discharge against the housing. The intraoperative measurements of the impedances of the linox lead were not satisfactory at 200-300 ohm. Aside from the electrical shocks described above, no other consequences of the incident were reported. Only the device was returned for analysis.